Manufacturer narrative:
(B)(4). This is report 1 of 2 for this incidence of peritonitis. As patient discards supplies after each use a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error - poor aseptic technique. A batch review of the potentially associated lot numbers (h11c11024, h11bo7081, h11c16031) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Product surveillance contacted the cg on (B)(6) 2011 regarding an unrelated alarm. Per the cg, the supplies were discarded and the lot number was not given. The cg stated the hp resumed therapy starting over with new supplies. The cg also stated the hp was in the hospital for an infection that was pd related. The cg stated the hp was currently using the cycler for therapy. Baxter contacted the peritoneal dialysis (pd) rn regarding the reported infection. She verbalized the patient had relapsing peritonitis due to touch contamination each time. On (B)(6) 2011 the patient was admitted to the hospital with peritonitis (discharge date was not reported). The patient was treated with vanco ip, fortaz ip, rocephin ip and ciproflaxin by mouth. The patient is on the pd cycler therapy only, receiving dianeal pd2 ambuflex. The nurse reported that the peritonitis is ongoing and improving. The patient will be done with the oral antibiotics in 2 days and another pd culture will be taken in 10 days to confirm that the peritonitis has resolved. The patient was reinstructed on proper aseptic technique and was given antibiotic hand cleanser to use after washing his hand and before connecting to therapy. No further information was available.